Manufacturer narrative:
(B)(4). Batch # m5629d . The analysis results found that the ats45 device was received in good visual condition and with three 6r45b cartridges present. The reloads were received fully fired. However the reload (c) was received with the cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: contrary to the first report the device was used successfully during the first firing with a white reload on a vascular pedicle. The staple line looked fine. The next firing was low in the pelvis on rectal tissue using a blue load. It was this load that did not fire properly leaving about 70-80% of the staples completely unformed (goal posts) and spilled onto the bowel. The bowel was not sealed on either side. The tissue did not feel particularly thick and was loose in the jaws (not under tension) during the firing. At this point the surgeon needed to complete the transection quickly and used a second load (blue) essentially just to complete the cut line and move forward with opening the patient. The surgeon couldn¿t remember exactly what happened with the staple formation of the second blue load since at this point his intent was simply to transect the tissue and open the patient. The result of the issue was that he was required to convert to open to dissect more tissue around the rectal stump in order to create an anastomosis. He needed to create an additional inch and a half that he otherwise would not have had to dissect out. The surgery took extra time to complete. Indications for surgery: colostomy takedown any chemo or radiation prior to surgery? Patient was on avastin but had no radiation was the force to fire higher or lower than expected? Possibly slightly higher force to fire but not drastically different any staple formation issues noted in the first firing? No. Please see above description. What does ¿firings not complete¿ for the 2nd and 3rd firings mean? Please describe in more detail. What was the shape of the staples in the 2nd and 3rd firings? A 70-80% goal posts. What color cartridges for the second and third firings? Blue. Please see above. Experience of scrub staff prepping device? High level of experience. Why did the surgeon feel the need to convert to open? To dissect out enough tissue around the rectal stump to complete the anastomosis. How was the procedure completed? By converting to open and using the contour stapler on the rectum. When were the unusual sounds noted (closing or firing)? Surgeon couldn¿t recall exactly whether or not the sounds were unusual. He mentioned that there was a ¿clunking¿ sound, but the device seems to make those sounds anyway. Was there any tissue movement noticed? Surgeon didn¿t notice any unusual tissue movement. Current patient status? The patient is recovering well.

Event description:
It was reported that during a laparoscopic converted to open enterostomy closure with small bowel resection procedure, the device was firing ¿funny.¿ on the first firing, with a white reload, the device sounded like there was a clunk. The second and third firings were not complete and the surgeon had to convert the procedure to open. It is unknown how the procedure was completed. The current status of the patient is unknown.